Event description:
Post-op pt in recovery room, rn was unable to flush tube or check placement, x-ray was taken showing the tube to be in the correct place and to not be kinked. Tube was then pulled and there were not holes on the portion of the tube where holes should be. Note: 2 other tubes from this lot were found to have this problem also, one of which was found before being placed into the pt and one of which was found after.